Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Sterotact funct neurosurg. 2008;86(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 patients received 330 electrodes implants. There were 59 complications in 53 of the 191 patients. Patient 1 of 14 suffered from system related complications. There were 13 system complications prior to 1 jan 03 and one after that date. The reduction in system related complications conicided with changes in procedures and hardware. System complications included lead fracture, migration, or failure of system with adequate battery strength. See manufacturer report number: 2182207-2009-01002.